Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). Event date was between 15 nov 2018 to 17 nov 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (doses, routes and frequencies not reported) for peritonitis. At the time of this report, patient outcome and action taken with pd therapy were not reported. No additional information is available.